Manufacturer narrative:
A supplemental MDR is being submitted due to receipt of the device and product evaluation findings. Sections b4, d9, g3, g6, h2, h3, h6: type of investigation, investigation findings, investigation conclusions, h10, and h11 has been updated. The device was returned to edwards lifesciences for evaluation. The returned device was visually examined for abnormalities, and it was observed that the valve was crimped, with two struts bent backwards at the inflow side. Due to the nature of the complaint, no functional or dimensional testing was performed. The complaint was confirmed through visual examination. Imagery was provided by the site and revealed that the patient's access vessel had presence of tortuosity. Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the s3u/s3ur valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. The complaint for frame damage was confirmed based on the returned device. Available information suggests patient factors (tortuosity) and/or procedural factors (high push force) likely contributed to the event. As reported "resistance was felt when inserting the delivery system into the sheath, where it became stuck in the blue portion (sheath shaft/fully expandable)" and "the valve stent strut became bent during insertion through the tortuous anatomy." Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Excessive device manipulation or high push force can lead to the valve struts interacting with the sheath shaft and result in the strut damage at the valve inflow side. The IFU and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by a field clinical specialist, a patient underwent a transfemoral tavr procedure with a 26mm sapien 3 ultra valve in aortic position. During the procedure, the valve stent strut became bent during insertion through the tortuous anatomy. The devices were removed and a new sheath was inserted. The team then proceeded with a new valve and successfully deployed the valve. As per follow-up with the fcs, the valve was crimped per IFU and the delivery system was prepared according to the IFU. No difficulty was encountered during esheath insertion, although resistance was felt when inserting the delivery system into the sheath, where it became stuck in the blue portion (sheath shaft/fully expandable). The loader was fully inserted, and the angle of insertion was not steep. The delivery system and valve exited the tip of the sheath. The devices were then removed from the patient as a single unit. No damage was observed on the esheath after withdrawal, and no patient injury occurred during the procedure. No interventions or blood transfusions were required, and the patient remained in stable condition.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by a field clinical specialist, a patient underwent a transfemoral tavr procedure with a 26mm sapien 3 ultra valve in aortic position. During the procedure, the valve stent strut became bent during insertion through the tortuous anatomy. The devices were removed and a new sheath was inserted. The team then proceeded with a new valve and successfully deployed the valve. As per follow-up with the fcs, the valve was crimped per IFU and the delivery system was prepared according to the IFU. No difficulty was encountered during esheath insertion, although resistance was felt when inserting the delivery system into the sheath, where it became stuck in the blue portion (sheath shaft/fully expandable). The loader was fully inserted, and the angle of insertion was not steep. The delivery system and valve exited the tip of the sheath. The devices were then removed from the patient as a single unit. No damage was observed on the esheath after withdrawal, and no patient injury occurred during the procedure. No interventions or blood transfusions were required, and the patient remained in stable condition.